Manufacturer narrative:
Technical service was unable to send the customer the relevant sds sheet. Technical service made three attempts at contacting the customer for additional information but was unsuccessful. According to the package insert in195150c v. 3.0: precautions: 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/contact-us or 1-800-222-1222. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The customer reported swabbing her nostrils with the binaxnow extraction reagent. No additional patient information, including treatment and outcome, was provided.